Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2017. The customer¿s blood glucose level was 600 mg/dl at the time incident and current blood glucose was 341 mg/dl. The customer was treated injection. The customer alleged pump was under delivering because high sugars continue to rise. The customer was wearing the pump at the time of hospitalization. The customer was advised to change entire set, reservoir and insulin and treat per health care professional instructions. The customer was advised to follow up with health care professional concerning high blood glucose. The insulin pump will not be returned for analysis.